Event description:
It was reported that the display is not working and it is not powering on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health impact, and evaluation codes: updated. No product was returned therefore no device analysis could be completed. The most probable cause was a faulty printed circuit board (pcb) board however this cannot be confirmed as no product was returned for investigation. A device history record (DHR) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. If the product is returned the manufacturer will re-open the complaint for further device analysis., health effects - clinical signs and symptoms or conditions, corrected.